Event description:
"Posterior part of the poly broke during trialing". Patient had to undergo another surgery to remove the broken part since the patients wound was closed without removing it. Patient had to undergo another surgery to remove the broken part since the patients wound was closed without removing it. And x-ray was used." Primary tka, surgical delay in minutes: 45minutes.

Manufacturer narrative:
Correction: upon further review of the information provided, this event has been determined to be non-reportable. A delay in surgery was reported to remove the fragment of the trial device, the procedure was completed successfully, and no injury occurred. Additionally, a review of clinician-approved risk documentation indicates that the highest potential probability of serious incident associated with material fragments is considered negligible. Furthermore, an analysis of complaint history data shows that there have been no reports of serious injury or death resulting from similar events within this device family. Based on this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.

Event description:
Update: "the patient was still under anesthesia when they realized a piece was missing. They noticed it straight away when the trial poly came out."